Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that emphasys straight cup handle would not unscrew from the emphasys cup. Surgery was delayed by five minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that emphasys straight cup handle would not unscrew from the emphasys cup. Surgery was delayed 5mins. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the emsys ace imp straight was returned engaged with an emsys shl 3hole 52. The threaded tip surface could not be examined because of the observed damage. Additionally the sample exhibits signs of multiple use for a long period of time. The assessment was performed manually and was able to confirmed the reported allegation, the devices were unable to disengaged after multiple attempts with excessive forces applied. The observed condition of the device could be consistent with exposure to unintended forces, such as overtightening during assembly, which may have led to internal damage. However, since the devices were unable to be disengaged and the threaded section was not clearly visible, it was difficult to determine the exact cause of the reported condition. Therefore, a definitive root cause cannot be established. As per emphasys¿ acetabular solutions surgical technique, 103736384 rev h and page 6 and 12, the following precautions need to be followed: 1)"align the threaded hole in the trial shell with the threaded tip of the impactor"; 2) "securely thread the trial shell onto the impactor"; 3) "tighten the thread sufficiently to prevent unintentional loosening during impaction"; 4) "after confirming alignment, impact the prosthesis into position until fully seated"; 5) full seating may require additional impaction; 6) "if adjustments to the shell orientation are necessary, re-attach the instrument into the apical hole to adjust the shell position". A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.